Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient saw their doctor last year because her device didn't seem like it was working but then the therapy just started working again on its own. The patient also stated that she thought she had a power-on-reset (por) situation before when she had heart surgery. The patient noted that she had to have her device reprogrammed because programming was wiped out. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not know why it stopped working. There were no further symptoms or complications reported or anticipated.